Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: device alarmed for battery communication error during ventilation and the first following start-up failed and triggered several alarms. Alarm during ventilation: ID 244011 (tapm_batterysystemmanagerbuserror). Alarms during first following startup. Tf481004 (tfastu_technicalstateerror), tf431008 (tfagd_qventflowsensorerror) and 433002 (tfabpg_controlticktimingerror). These malfunctions were reproducible. There is patient involvement reported. The battery communication error occurred during ventilation. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4).. Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
The following was reported to hamilton medical ag: · device alarmed for battery communication error during ventilation and the first following start-up failed and triggered several alarms. · alarm during ventilation: ID 244011 (tapm_batterysystemmanagerbuserror). Alarms during first following startup. Tf481004 (tfastu_technicalstateerror), tf431008 (tfagd_qventflowsensorerror) and 433002 (tfabpg_controlticktimingerror). · these malfunctions were reproducible. · there is patient involvement reported. The battery communication error occurred during ventilation. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.